Event description:
It was reported that the patient's lead migrated out of the epidural space, and it was confirmed by x-ray. The patient experienced a loss of therapy and pain came back to his legs. The lead was replaced, and it was reported that there was no patient injury.

Event description:
Follow up from the health care provider reported the cause of the event was the patient bending. The event was attributed to the lead. It was noted the event was due to a lead/extension disconnect. It was noted there was x-ray anterior posterior and lateral views done. Reprogramming was done on two separate occasions and a revision was done. It was noted the stimulator was removed and replaced with "pulse generator, spinal cord stimulator lead implant." The patient did not require hospitalization due to the event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Lead model 3778-60, serial # (B)(4), implanted: (B)(6) 2012, explanted: na; lead model 3778-60, serial # (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2012; extension model 7495-51, serial # (B)(4), implanted: (B)(6) 2001, inactivated: (B)(6) 2012; extension model 748951, serial # (B)(4), implanted: (B)(6) 2004, explanted: na; extension model 748940, serial # (B)(4), implanted: (B)(6) 2005, explanted: na; programmer model 37744, serial # (B)(4); recharger model 37754, serial # (B)(4).